Event description:
It was reported that pump screen was dark and would not turn on, and caller also reported extreme difficulty pressing button and needing multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to confirm pump was not connected to power, remove pump from case, and press button in a specific way, which successfully turned on screen, and arranged replacement pump despite pump being out of warranty; caller was instructed to put current pump into storage mode before return, to program pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within 10 days, all of which caller understood and acknowledged while continuing to use current pump for insulin delivery.